Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for one patient tested on a cobas 8000 c 702 module. The patient's initial phosphate result was not reported outside the laboratory. The customer performed repeat testing with the sample. (B)(6). The phosphate reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the tube sockets in the water bath filters and the degasser. He performed incubation water bath exchanges and mechanism checks but found a vacuum nozzle was blocked. He cleaned the nozzle and removed plastic debris. He checked the rinse levels and the naoh reagent was not being properly dispensed into the cuvettes. He found a perforation with a supply tube and replaced the tubing, he checked the rinse levels, gear pump head pressure, and the main pump pressure with acceptable results. He replaced and adjusted all of the reagent and sample probes. He performed a cell blank with passing results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.